Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave oversensing. The physician reviewed the episode and determined that no intervention is needed at this time. The patient had no symptoms and is doing well. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".